Manufacturer narrative:
The device has been returned to the MFR, however it has not yet been evaluated. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. No impact to the pt was reported.

Event description:
It was reported that either the valve or the catheter was occluded, so the shunt was explanted.